Event description:
Nurse was priming drug on long primary with filter added on to end. Prior to the drug reaching the filter, rn noted that the filter had fallen apart. Filter removed and new filter applied.